Event description:
It was reported that the universal oscillating saw attachment rotated during sawing as it was loose. There was no patient harm; however, there was a delay in surgery for approximately 10 minutes. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. Evaluation of the device observed that body was unscrewed. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.